Manufacturer narrative:
Continuation of d10: product ID: other manufacturer product type: left atrial appendage closure implant; product ID: unknown manufacturer; product type: transseptal needle/sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a concomitant cardiac ablation procedure, a trace effusion was noted at baseline and post-procedure. Transseptal access was described as difficult requiring two separate punctures. Activated clotting times were reported to be low throughout the case despite increased anticoagulant dosing. Cavotricuspid isthmus ablation was performed using radiofrequency and pulsed field energy, pulmonary vein isolation with posterior isolation was performed primarily using pulsed field energy, and lateral mitral isthmus ablation was performed primarily using pulsed field energy with radiofrequency on the lateral mitral valve. A watchman implant was performed afterward. The case outcome was reported as completed. The patient was reported to have expired the following morning, but the cause of death is unknown.